Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic hernia procedure, while using the necessary torque and pressure for tacking, the three devices shaft were bent and cracked. One device had a complete separation of shaft from the handle. Replaced by a new device to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The tube shaft of the first instrument was broken and tacks were visible in the shaft. The handle could be actuated. The remaining four tacks deployed but did not seat properly in the test media. The tube shaft of the second instrument was bent and tacks were visible in the shaft. The handle could be actuated. The remaining thirteen tacks deployed and seated properly in the test media. The tube shaft of the third instrument was bent and tacks were visible in the shaft. The handle could be actuated. The remaining three tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic robotic hernia procedure, the three devices were bent and cracked. Replaced by a new device to complete the case. There as no injury reported.